Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(6).

Event description:
Following device preparation, the diamondback 360 coronary orbital atherectomy device (oad) was advanced distal to the lesion in the left circumflex artery (lcx) and performed three distal to proximal treatments on low speed. The physician removed the oad. Upon removal of the oad, damage to the driveshaft was observed. The physician used a second device to complete the procedure. The patient experienced no consequences as a result of this event.

Manufacturer narrative:
H1: updated to reflect malfunction as b2 had been populated incorrectly in MDR report 3004742232-2022-00285. H6: results code 4247: suggested code "foreign material" the oad was returned without the guidewire to csi for evaluation. There was no damage observed with the driveshaft or handle assembly that would have contributed to the reported complaint. However, analysis revealed foreign material fibers on the driveshaft crown. Examination of the driveshaft crown did not reveal any damage that would have contributed to the material accumulation. Energy dispersive spectroscopic analysis found evidence of saline and iodine on the white and red fibers. The red fiber also contain iron. The root cause of the material accumulation is unknown. Diagnostic analysis did not identify any issues that would have contributed to the reported complaint. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).